Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the issue in length with the caller. 4. How were the clinical observations resolved: I called tech services. It was determined that the shock impedances had been above normal for quite some time. However, during recent shock therapies, within the last few months, the shock impedances were within the normal range. Since the shock impedances were within normal range during these actual therapies, no further action was taken. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a message to check the shocking lead due to a shocking impedance measurement of 137 ohms. The patient had been appropriately shocked twelve times; however, the shocks do not seem to be converting the arrhythmia and the therapy was exhausted. The impedance was 88-89 ohms from the episodes. The inability to convert the patient may be arrhythmia based and not shocking lead impedance based. No adverse patient effects were reported.